Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision after five feet and cannot drive or watch television. The lens was exchanged in a second procedure with a different model iol. Additional information was provided by the surgeon that the event was resolved following the iol exchange. In the surgeon's opinion, it is unknown if the iol caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned. The customer indicated the use of a non-qualified cartridge, handpiece and viscoelastic. (B)(4).